Manufacturer narrative:
The event description the customer reported to ams did not indicate a potential patient safety issue. The device and the warranty form were returned to ams. The information from the warranty form was received on (B)(6) 2011 and the information from the warranty form indicated that an MDR was required.

Event description:
It was reported by a customer on (B)(6) 2011 the fiber finished the procedure at 37,632 joules. The fiber and the warranty form were returned to the manufacturer. The fiber warranty form stated the fiber broke and the fiber cap detached at 37,652 joules.